Manufacturer narrative:
Concomitant medical products: product ID: neu_interstim_ins, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_interstim_ins, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Capon, m., ibbett, I., read, a., aspin, b., sharpe, a., plusa, s. Sacral nerve stimulation in the management of fecal incontinence ¿ medium term follow-up. Diseases of the colon <(>&<)> rectum volume 52: 4. 2009. Summary/reported events: sacral nerve stimulation (sns) is an increasingly used intervention in the management of faecal incontinence. Initial success rates are quoted as 40-75% for complete symptom control. There is less data for longer followup. This study assesses the success of sacral nerve stimulation in patients suffering from faecal incontinence in the medium term. The case notes of patients who had sns performed for faecal incontinence between 2001 and 2008 were examined. 57 patients (51 female, 89%, mean age 52 years, range 22-73) underwent temporary sns. 50 patients had a successful trial (88%) and 45 patients have gone on to have a permanent sns inserted to date. Four patients are waiting for a permanent implant and one patient has declined. Follow-up was a median of 48 months (range 2-75). Of the 45 with a permanent implant seven patients (16%) had significant incontinence requiring other treatment options including four patients who developed infection requiring the removal of the sns device. 84% of those undergoing permanent implant had a good result. Five of six males (83%) had a successful outcome compared to 33 of 51 females (65%) (p=0.6, fisher¿s exact test). 38 of the original 57 patients who underwent temporary sns went on to have a good long term outcome from permanent sns (intention to treat 67%). There were 11 (29%) complications with successful implants, four patients required stimulator repositioning due to pain (one) or rotation (three). Two required lead replacement due to migration, one for diathermy-related device failure and one had temporary removal followed by re-implantation due to infection. On an intention-to-treat basis two-thirds of patients had a good result with a permanent implant. As follow- up increases there is an increased re-operation rate due to migration. There is no indication that the benefit of sns deteriorates with time. See

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.